Manufacturer narrative:
Several attempts were performed to obtain the product back for investigation without success. Therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed; one similar complaint was found where the product investigation is still pending. Based on this a confirmation of the failure is not possible at this time. Mcp performed several attempts to obtain the UDI (serial number) of the affected hls module without success. Based on this it was not possible to perform a DHR review. This failure was determined to be the first of its kind (occurred during priming - no blood contact) and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. No significant risk has been identified as there was no patient involvement regarding this issue, thus this complaint can be closed as no further actions are warranted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2016 09:30 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The device has been requested but not yet received. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned under section is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): (B)(4).

Event description:
(B)(6) 2016 09:22 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that while priming hls set with cardiohelp, the trans membrane pressure was "very high, over 100" . The transducers were zeroed properly and the customer felt like "there was some obstruction to flow inside the oxygenator" the kit was not used on a patient. (B)(4).